Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler underwent and passed a patient sensor calibration check. The post-accelerated stress test (ast) 2-hour 15-minute 8500 ml simulated treatment was initiated and failed due to an m31 air detected in cassette alarm during drain 0. During internal inspection of the cycler, the hp2 filter was clogged, the modem cable was disconnected from the communication interface board, and the motor b bonnet was found to be gouged. The hp2 filter was replaced with a clean filter. The second post-ast 2-hour 15-minute 8500 ml simulated treatment was performed and completed without alarms or failures. The mushroom head check passed. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record (DHR) review found that the fluid leak box had been checked on the cycler identifying, disinfecting, and disposition form. The mushroom head check had previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during dwell 2 of 4 of their pd treatment. The patient reported receiving a volume error alarm during dwell 2 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient was near the end of treatment, but did not complete treatment. The patient resumed treatment on the new cycler the next day. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information regarding the cassette availability and cycler pickup has been requested, however; to date has not been provided.